Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient's heart rate decreased to 40 beats per minute (bpm), and no notification was received on the mycarelink (mcl) heart application. The patient's spouse mentioned that the patient undergoes dialysis three times a week. During a dialysis session, the nurse monitored the patient's vitals, including blood pressure and heart rate, every 15 minutes. The nurse advised contacting the device manufacturer for further assistance. The patient was educated on the mcl heart application and referred to a heart clinic for medical inquiries. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.